Event description:
A healthcare provider went to wedge the swan and the balloon had resistance ¿ pulled back the swan a little and noticed there was blood return in the catheter. Healthcare provider pulled swan out and noticed that the balloon was ruptured. It appears that most of the balloon is missing. Patient was ordered to be anticoagulated for 48 hours.